Event description:
It was reported that before opening the package, the customer noticed an insect-like substance was mixed up in it. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4 (UDI) is unknown. No product information has been provided to date. G5 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions, without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was the sample had an insect on the filter. The root cause was related to the manufacturing process. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer.